Event description:
Philips received a complaint on the patient information center ix indicating the system alarm conditions are not updating. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the alarm condition was not present. The fse stated that after a system restart, the alert banner in the sectors were now updating.